Event description:
It was reported following a diagnostic heart catheterization, an angio-seal was used. This event occurred in 2007. A pre-deployment arteriogram was performed; the stick and patient's anatomy looked good and the angio-seal was deployed. The patient went to the floor for overnight care. The patient complained of groin pain all night and the nursing staff never checked leg pulses. The family practice physician released the patient the next day without checking distal pulses. The patient returned 1 day later with total occulsion and was treated with surgical intervention. The surgeon removed the angio-seal and specimen was sent to pathology. The pathology report reported a clot was present, approximately 1 millimeter between the anchor and the suture of the angio-seal. There was no infectious process present in the removed specimen. The patient reportedly recovered.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.